Manufacturer narrative:
No impact or consequence to patient (B)(4). Low test results (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete this report is being filed on a international product list number 4j27 tha thas a similar product distributed in the us, list number 2p36. An evaluation is in process.

Event description:
The customer observed falsely nonreactive hiv patient results generated while using the architect (B)(6) ag/ab combo assay. The following data was provided (s/co). Initial 0.1 (B)(6) 1 rna quantitative test was requested, however the results were not provided. The testing was being done because the clinical doctor suspected an (B)(6) infection. No impact to patient management was reported.

Manufacturer narrative:
On (B)(6) 2016 additional information was provided, (B)(6) test was (B)(6). The results matched clinical symptoms and the customer is no longer alleging a malfunction of the medical device. The issue is no longer a reportable event. An evaluation is in process.